Event description:
It was reported that the patient's neurostimulator was replaced in 2012 because it stopped working. The patient was currently feeling stimulation and her new implant was functioning as intended. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377875, lot# v002521, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# v002521, implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. The patient reported that at one point the implant was not working to where the patient was not feeling stimulation. They did a revision to correct it. The patient thought that it was a full replacement.